Event description:
During a bronchoscopic lung volume reduction procedure on (B)(6) 2022 with zephyr valves, one of the sizing wings on the zephyr 4.0 endobronchial delivery catheter (edc) broke off during the second insertion through the bronchoscope and during the second valve deployment. The physician was trying to access the left upper division bronchi when the sizing wing issue occurred. The sizing wing was removed from the patient. The procedure was successfully completed with a new edc.